Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the first confirmed overdischarge (od) condition was noted on the patient¿s implantable neurostimulator (ins). The patient had quit using and recharging the ins device about 6 months ago because it was not helping their pain much. The manufacturer¿s representative offered to do a power-on-reset (por) and to reprogram the device but the patient just wanted the device explanted. No diagnostics or troubleshooting were performed in the event. A procedure was scheduled for feb. 4, 2015 to remove the device. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.